Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Evaluation summary: with the info provided a definitive root cause cannot be determined for why the bushing came out. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that while implanting the size 3 tibial plate, it was noticed that the inner bushing had fallen out onto the floor. A size 2 tibial plate was opened and the bushing from that device was used to finish the surgery.